Manufacturer narrative:
Concomitant medical products: non-bd green swab cap, therapy date (B)(6) 2017. The customer¿s report of a cracked extension set that leaked was confirmed. However; the crack was observed on the female luer and not the spin collar as reported by the customer. Visual inspection of the set showed that the female luer had a vertical hair line crack that measured 0.4385 inches long. The female luer was inspected under magnification and no stress marks were observed. Functional testing confirmed a leak through the crack. The cause of the leak was identified as a crack at the female luer. The root cause of this failure was not identified.

Event description:
The customer reported that while infusing levophed a hair line crack was noted on the distal end of the spin collar of the extension set with leaking at the connection of the extension set and primary tubing. The patient experienced hypotension that was quickly corrected when the set was replaced. The event occurred in ccu.

Manufacturer narrative:
Correction on initial report. The customer's report of crack and leaking from the luer of the extension set was confirmed. Visual inspection of the set showed that the female luer had a vertical hair line crack that measured 0.3790 inches long. The female luer was inspected under magnification and no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack. The cause of the leak was a cracked female luer. The root cause of the crack was not determined.

Event description:
The customer reported that while infusing levophed a hair line crack was noted on the luer of the extension set with leaking at the connection between the extension set and the primary tubing.